Event description:
Customer reportedly received result of 500 mg/dl on the advantage system and 213 mg/dl on professional's device within 10 minutes. Customer was given novolin r, 10 units, while at the physician's office. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.